Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two cre pro wireguided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were unpacked for a procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the two devices had damages to their outer packaging. The packaging had a hole in it where the valve was sitting inside. The customer noted that the perforated pack was sitting at the bottom of the box but the other device was somewhere in the middle. There was no patient or procedure involved.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were unpacked for a procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the two devices had damages to their outer packaging. The packaging had a hole in it where the valve was sitting inside. The customer noted that the perforated pack was sitting at the bottom of the box but the other device was somewhere in the middle. There was no patient or procedure involved.

Manufacturer narrative:
Block h6: device code a020504 captures the reportable issue of hole in the packaging. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found tears in the unopened pouch. With all the available information, boston scientific concludes the reported event was confirmed. The tears found in the pouch is likely to have occurred due to factors encountered during the shipment or storage, can have occurred due to the manner as the pouch was handled, may have caused the reported and encountered problem. Excessive manipulation of the box without enough care could have induced the defect found. Therefore, the most probable root cause is cause traced to transport/storage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.